Manufacturer narrative:
B)(4). .

Event description:
It was reported that "during the use, the pump alarmed purge failure. Both checking the line connections and replacing the helium cylinder reported purge failures. A motor issue is initially suspected". As a result, the pump was exchanged for another. No patient harm or injury. The patient status is reported as "fine".